Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of stage one diffuse lamellar keratitis one day post operative lasik procedure. The patient complains of watery eyes, but has good vision. Reporter indicated topical steroid dosage was increased. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.